Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced cardiac arrest. First it was reported that there was noise on ablation distal that resolved upon replacement of qdot dongle. The cable and catheter were replaced first with no resolution. The noise was noted on both carto and recording system and the physician could see body surface signals clearly. After the procedure ended and they were removing the products from the patient, the patient was starting to wake from the anesthesia. The patient's blood pressure dropped and they started to code. It was reported that 2 codes were called. The patient was reported to be stable. No pericardial effusion had been discovered.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31856086l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).